Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and inappropriate shocks. A decrease of impedance measurements were also noted. The physician elected to explant the lead. During the laser extraction, the superior vena cava (svc) was perforated. The lead was surgically abandoned and the svc patched by the surgical team. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.